Manufacturer narrative:
Pump received with button error alarm and no act button response due to corroded keypad traces; unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported that two weeks prior to alarm, belt clip broke causing insulin pump to fall. Customer's blood glucose was 139 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.